Event description:
Information was received from a consumer ((B)(4)) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient was feeling a shocking sensation, beginning around 11:30 p.m. On the night prior to the report. They went to the emergency room, but no one could help them. It was noted that the therapy was confirmed to be on with the patient programmer (pp). There was no trauma or falls related to this issue and it was not related to positional movements. The patient first noticed the shocking while laying on their back. They turned the amplitude down to 0.6 but was still feeling the shocking sensation. The shocking sensation stopped immediately after turning the stimulation off. Their urinary symptoms hadn't returned. They were going to follow-up with a healthcare professional (hcp), but noted that they did not have one at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.